Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking adjacent to the top, at the patient line. Customer was unable to load a new cartridge at time of call due to another cartridge problem; reportedly reverted to another insulin pump while waiting for new supplies. There was no adverse impact to the customer's blood glucose level.